Manufacturer narrative:
(B)(4). (B)(4). The stent remains in the pt. The stent delivery system was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant info.

Event description:
Device issue: dislodged stent. Time of device issue: during procedure. Adverse event: medical intervention/stent embedded in unintended site. Onset of adverse event: during procedure. It was reported that there was difficultly delivering the promus to the mid left ascending diagonal (lad) lesion. As the stent delivery system (sds) was withdrawn, resistance was met with the guide catheter and the stent subsequently dislodged in the proximal lad. Another promus was deployed, crushing the dislodged stent against the vessel wall. A 2.5 x 15 promus stent was deployed in the target lesion to complete the procedure. There were no pt effects reported. No additional event or pt info was provided. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.